Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Update cmackenbach 1-oct-25: more information was provided that clarifies the event description. The driver shaft got bend (not broken) during the procedure and the anchor disengaged.

Event description:
It was reported that during a surgery when inserted the device into the bone, the stem twisted, requiring the use of an awl to pierce the bone. Upon removal, the entire tip of the stem detached, releasing not only the suture thread. All broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.